Event description:
It was reported that the ins depleted early.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins) (B)(6) found that the ins was functionally okay/insignificant anomalies were found. H6: the conclusion code d16 no longer applies. The results code c21 no longer applies. The method code b21 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports about 4-6 months ago, when the ins is at quarter full, patient feels lost of stimulation, no efficiency and gradually patient is feeling lost of stimulation, now when ins charge level is less than 50% full, patient feels no efficiency and lost of stimulation. Caller reports patient would than need to charge her device from 50 to 100% than patient's stimulation returns. Caller reports no programming changes, impedance within normal limits. Patient uses group d with 3 programs. Diary shows: 30 days stimulation usage: 100% stimulation on since last session: 95%, 2019 graph does not display no therapy unavailable. Group usage, d: 100% ins currently at 3.94v. Caller reports patient feels good stimulation coverage. Caller reports when ins charge level drops below 50%, patient loss stimulation, reports no position that affects the stimulation lost. Caller reports patient feels fine and then the pain overwhelms her. Caller reports when ins is below 50% charge, patient feels less efficiency and no stimulation. Patient is programmed: d1. 13+14-15+ d2. 3-4+5+11+ d3. 3+4+5+6-7+14+15+ electrode impedance: reference 3 4: 757 ohms 5: 845 ohms 6: 876 ohms 7: 821 ohms 11: 876 ohms 14: 905 ohms 15: 854 ohms reference 15 4: 828 ohms 5: 849 ohms 6: 797 ohms 7: 765 ohms 14: 862 ohms 13: 836 ohms suggest r e-assessed when ins is less than 50% charge. No circumstances were identified that could have led to the issue. Impedances were wnl. The rep and technical services rep were unable to identify a cause of the issue. The hcp plans on replacing the patient¿s ipg so that the pt can have more programming options (dtm). The surgery has not yet been scheduled.